Event description:
Additional info received from MFR on 01/11/1999. After careful review of this medwatch, it was discovered that the anspach companies did not manufacture the products identified in this medwatch. Zimmer inc. Manufactures these products.